Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received a reading of 245 mg/dl at 6pm and took a "glucose pill" based on the reading which was just one tablet of his normal dosage. Caller stated he began to feel shaky and called the ambulance at 6:40pm; he was taken to the hospital and treated with IV of unknown content; no blood glucose readings were provided. Requested return of the alleged device for evaluation and replacement was sent.